Event description:
Report of sudden stopping of pump which precipitated "cardiac and respiratory arrest" hospitalization etc. Exact date of the event is not known as most of info came via pt verbal report of "life threatening" event to dr's office. This has not been verified by knowledge of the hospital records. Physician does know that pt was hospitalized but does not have the records. Detailed account from health care professional office: pt's pump was refilled in physician's office 10/12/1998 and pt returned for refill 11/4/1998 so event occurred in time period between dates. Pt reported that he became very ill, was taken to the hosp per ambulance and was in withdawal and was in "life threatening" state. He reported "had seizure like symptoms and had respiratory distress and cardiac arrest." Pt reported that he stayed "5 days". Pt's physician was not contacted by the hosp of this admission and the physician is not on staff at that facility. Hospital records are not available to MFR because of constraints of pt privacy policies. On 11/4/1998 the pump was found in battery depletion and replaced.